Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the reporter for the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter displayed inaccurate high readings. The complaint was classified based on documentation from the customer care advocate (cca). The reporter for the patient advised that the alleged product issue began on ¿(B)(6) 2015, morning¿. The reporter stated she obtained blood glucose results of ¿535 mg/dl¿ on the subject meter, compared to ¿87 mg/dl¿ on a calibrated laboratory device performed less than 10 minutes apart. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The reporter for the patient indicated that she manages her diabetes with insulin (no adjustments). The reporter stated that the patient continued with her usual dose of medications ¿15 units of insulin¿ including sliding scale. ¿three days after¿ the alleged product issue, the reporter claimed the patient developed the symptom of ¿sweating¿. On ¿(B)(6) 2015 8:30 pm¿, the reporter stated that the patient attended emergency room (ER) and was treated by an health care professional (hcp) with IV fluids. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure, an approved sample site and testing procedure was used to obtain the result. In addition she did not have any test strips to carry out a retest. Replacement products were sent to the patient. Based on the information provided. The patient did develop symptoms suggestive of a severe injury after the product issue occurred and she received medical intervention for the symptoms. In addition the alleged product issue was not resolved during troubleshooting.